Event description:
(B)(4). Event occurred in the (B)(6). The patient reported that she tugged on the tubing whilst removing the set and it came apart at the quick release. The site location was stomach, thighs, back or waist and the pump was worn on her waist belt. The infusion had been in use for two days and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.